Manufacturer narrative:
(B)(4).

Event description:
The customer alleges during the procedure, the guide wire was bent. The device was replaced.

Manufacturer narrative:
(B)(4). The customer returned one spring-wire guide (swg) inside of the swg assembly. A visual inspection of the swg revealed one bend in the swg body. Microscopic examination of the guide wire confirmed the kink. The distal j-bend is undamaged. Both welds were present and were observed to be full and spherical. The bend was located approximately 37mm from the distal end of the swg. The length and outer diameter of the swg was measured and was found to be within specification. A manual tug test confirmed both the distal and proximal welds are intact. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. (Con't) other remarks: the reported complaint that the swg was kinked was confirmed based on visual inspection of the returned sample. A bend was examined in the swg body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges during the procedure, the guide wire was bent. The device was replaced.